Manufacturer narrative:
As reported by the sapphire registry indicated during a carotid artery stenting procedure there was difficulty retrieving the angioguard filter and the 88 year-old male patient had an event of arterial spasm. There was also difficulty removing the angioguard but it was removed successfully. At the conclusion of the procedure the patient's systolic blood pressure dropped to 69. This was corrected with a dopamine drip. The baseline nih stroke scale score was 5. The patient was symptomatic at the time of intervention. A pta was performed on a 99% occluded lesion 8 mm in length located in the right internal carotid artery. The arch ii lesion was eccentric with mild calcification, moderately tortuous and ulcerated. Predilatation was performed with a non cordis balloon after which a grade d dissection was noted. A 5mm medium support angioguard device was deployed at which time the patient had an event of arterial spasm. A 9 x 40 mm precise pro rx stent was deployed at the target lesion. The physician also encountered resistance friction and failure to cross with the precise stent. There was difficulty capturing the first angioguard. A second angioguard of the same size was also deployed; however, it was removed successfully and no debris was found in the basket. There was no document presence of air bubbles during the procedure. The products are not being returned for analysis. The patient¿s history includes hyperlipidemia, cardiac arrhythmia, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Hypotensionis also well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The reported capture difficulty may have been caused by interaction with the vessel, the deployed stent or procedural factors, however, without films of the event or product return no conclusion can be drawn. With the limited amount of information available and without return of the product for analysis or films of the noted events it is not possible to draw a clinical conclusion between the devices and the reported events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two devices associated with the reported events that were submitted under manufacturing report numbers 1016427-2013-00053 and 9616099-2013-00350.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 4x20mm maverick balloon, rosen wire, simmons 2 sheath, 5mm angioguard. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under manufacturing report numbers 1016427-2013-00053 and 9616099-2013-00350.

Event description:
As reported by (B)(6), at the end of the procedure the patient's systolic blood pressure dropped to 69. This was corrected with a dopamine drip. The baseline nih stroke scale score was 5. The patient was symptomatic at the time of intervention. Carotid artery stenting was performed on a 99% occluded lesion 8 mm in length located in the right internal carotid artery. The arch ii lesion was eccentric with mild calcification, moderately tortuous and ulcerated. Predilatation was performed with a non cordis balloon. A 5mm medium support angioguard device was deployed at which time the patient had an event of arterial spasm. A 9 x 40 mm precise pro rx stent was deployed at the target lesion. The site indicated that there was a grade d dissection after pre-dilation and the patient was resistant to the pta procedure. The dissection was treated by stenting the site. There was difficulty retrieving the angioguard filter and the patient had an event of arterial spasm. The physician also encountered resistance friction and failure to cross with the precise stent. The angioguard guidewire was not successfully retrieved. A second angioguard of the same size was also deployed; however, it was removed successfully and no debris was found in the basket. There was no document presence of air bubbles during the procedure. The products are not being returned for analysis.

Manufacturer narrative:
Please note that the event date should be (B)(6) 2013. Additional information is not available. This is one of two devices associated with the reported events that were submitted under manufacturing report numbers 1016427-2013-00053 and 9616099-2013-00350.